Event description:
An initial report of patient hospitalization was received by (B)(6) on (B)(6) 2023 and forwarded to (B)(6) medical products, llc on (B)(6) 2023. The clinician reported that the patient had a cassette leak into their pump, and they were then unable to pair their back-up pump with a remote. No side effects were reported. The clinician reported that new prefilled cassettes and pumps arrived at the hospital, and the patient's niece was able to prime the pump without any leaking as well as pair the pump with a remote. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.